Manufacturer narrative:
D6; device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned to the co. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position; disengaged, cartridge batch number; na, cartridge position; not returned, drivers present in cartridge; na, firing knob position; back, gapspace pin condition; na, hook latch position; closed, instrument halves; joined, knife condition; good, staples present? Formed/unformed; no, and swing tab position: locked/unlock; na. Functional tests & results: instrument safety lockout properly; yes, staple heights conforming; na, staples fire properly; yes, and staples form properly; yes. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the cartridge was not returned with the instrument. As the cartridge was not returned, the interaction between the instrument and cartridge could not be analyzed. However, the instrument was fired with a reload cartridge and fired and formed all the staples across the entire staple line with no difficulties noted. The reported incident could not be recreated. On 6/12/97, the staples from the tissue sample were received in albuquerque for examination and photographs. Upon examination and measurement of the staples, it could not be confirmed if all of the returned staples are from an ees linear cutter instrument as some of the formed staples returned were not of a consistent size with the other staples. It was noted that a few of the returned staples were malformed. It appears possible that the malformed staples may have been caused by attempting to fire the instrument across a hard object. However, this could not be confirmed. Mfg and engineering have been notified of the reported incident.

Event description:
During a lung procedure it was reported by the affiliate that a tlc75 was used for a transection of the upper lobe. The device was fired one time. The tissue was transected and the surgeon was not satisfied with the staple formation. A new device was used to complete the procedure. A tissue sample of the staple line is being returned along with the device. There was no patient consequence.